Manufacturer narrative:
The biomedical engineer (biomed) reported that he received this gz transmitter as an exchange from ticket (B)(4), and during his initial evaluation, found that it was giving low, incorrect respiration readings (rr). He was using known-good lead sets and testing them on a different gz device resulted in no issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (biomed) reported that he received this gz transmitter as an exchange from ticket (B)(4), and during his initial evaluation, found that it was giving low, incorrect respiration readings (rr). No patient harm was reported.